Manufacturer narrative:
The device and lens were returned separated. Inadequate viscoelastic is observed in the device. The plunger is oriented correctly and fully advanced. The lens was undamaged and returned in a specimen cup. No damage was observed to the device or the lens. There was no white sediment observed. Only dried viscoelastic in the device. A dimensional inspection (plan view) was conducted of the lens. The lens was within the specification per the approved template. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. There was no damaged or missing inner coating observed. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause for the reported ¿difficult for surgeon to push the button to inject¿ may be related to a failure to follow the dfu. A non-qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. Inadequate viscoelastic was also observed. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. No damage was observed to the lens or device. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. Top coat dye stain testing was conducted with acceptable results. It is possible that the reported 'white sediment' was dried viscoelastic. There was no white sediment observed. Only dried viscoelastic. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the "button"on the injector was very difficult to push. Ultimately, the lens went out with a white sediment. The surgeon did not place this lens, but used a back up lens instead. There was no patient impact.